Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer stated that they had high blood glucose of 24 mmol/l at the time of incident. Troubleshooting was done. The customer stated that they received a failed battery test alarm after inserting a new battery. The customer stated that they tried to place different batteries but the alarm persisted. The insulin pump will be replaced. The insulin pump will be returned for analysis.